Event description:
It was reported the pt's (australia) ipg site was noticeably swollen following implant. An infection at the ipg site was subsequently confirmed and antibiotics were administered as treatment. This issue resulted in prolonged hospitalization of the pt. Follow up on this matter found the infection has resolved.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.